Manufacturer narrative:
Correction: this explant has already been in 6000034-2020-01861. This report is submitted on august 21, 2020.

Manufacturer narrative:
This report is submitted on july 17, 2020.

Event description:
Per the clinic, it was reported that the patient experienced poor performance and headaches with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted (date not reported), and the patient was reimplanted with another manufacturer's device.